Event description:
It was reported that surgeon was using a shaver and a t handle from the aria set, the surgeon was twisting the shaver to scrape the end plates and the t handle broke.

Manufacturer narrative:
Method: device history review; complaint history review; results: the possible cause of the event is excessive torque load applied by the user. This was determined by a materials analysis performed for a similar complaint on a t-handle device that fractured intra-operatively. Conclusion: the customer reported event of reliance t handle fracture was confirmed via a visual inspection. No new harm or hazard has been identified as a result of this event. A 2 minute delay was reported. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.

Event description:
It was reported that surgeon was using a shaver and a t handle from the aria set, the surgeon was twisting the shaver to scrape the end plates and the t handle broke.